Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with 80% stenosis. During comparative testing, the physician rated the 3.5 x 12 mm xience xpedition stent as significantly worse than a non-abbott device in stent delivery system (sds) balloon deflation and removal in the guiding catheter (jr 4.5). No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the stent delivery system is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.